Event description:
A report was received that the patient had to charge the ipg frequently. It was noted that the ipg was superficial. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be revised. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had to charge the ipg frequently. It was noted that the ipg was superficial. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be revised. No device malfunction was suspected.